Event description:
Reported condition: screw came loose out of blood pump rotor assy. Machine installed on (B)(6) 2024 machine total run hours at the time of event was 2673hrs. On (B)(6) 2025: national service engineer replaced with a new blood pump assembly. A simulated treatment was performed with no issues noted, the machine operates per manufacturer's specifications.